Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgery? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any complications during the index procedure? How were the foreign body reaction and small bowel perforation diagnosed? Was the foreign body reaction first observed 5 months after surgery? Please clarify. Patient symptoms -describe the manifestation of foreign body reaction (location, severity, appearance) what was the size of small bowel perforation? Pictures available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe. Were there any medications required to treat the patient condition? If yes, please specify. Was there any surgical intervention required to repair the small bowel perforation? If yes, please provide a date and details/findings of re-operation? Other relevant patient comorbidities/concomitant medications? What is physicians opinion as to the etiology of or contributing factors to this event (small bowel perforation and foreign body reaction)? What is the patients current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown surgery in (B)(6) 2021 and the suture was used. Post-op, the patient experienced a foreign body reaction in the small bowel area. Consequently, a small bowel perforation occurred more than 5 months after surgery. Additional information has been requested.